Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot records were not reviewed because the suspect product is the iphone application. Locked down smartphone: data not available. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient¿s iphone omnipod application got reset and they lost all their controller settings. They were unable to set up a new pod because the settings were missing. The patient's nurse sent their settings to them, but they didn¿t understand them and was delayed entering settings and the following day she needed to go to the hospital. The patient's blood glucose levels reached greater than 400 mg/dl while wearing the pod an unspecified number of hours. Symptoms reported include hyperglycemia, chills, ¿heart was beating really fast¿, nausea, vomiting, weakness, and fatigue. She spent two days in the intensive care unit and received unspecified treatment for dka. The patient was discharged from the hospital on (B)(6) 2026.